Event description:
Legal counsel for the patient reports that patient underwent total left hip arthroplasty on (B)(6) 2003 and a total right hip arthroplasty on (B)(6) 2009. Patient's legal counsel further reported patient underwent a hip revision procedure on an unknown side in (B)(6) 2010, due to patient allegations of pain, loss of range of motion and metallosis. There has been no further reported revision procedures. No further information has been provided to date. Review of invoice history indicates the procedure on (B)(6) 2009, was a revision procedure and not an initial total hip arthroplasty. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." The following sections could not be completed with the limited information provided. Date of event - unknown. Date explanted - unknown. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 5 mdrs filed for the same event (reference 1825034-2013-04547 / 04550 & 02589-1).

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "loosening or migration of implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity.¿ this report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for the patient reports that patient underwent total left hip arthroplasty on (B)(6) 2003 and a total right hip arthroplasty on (B)(6) 2009. Patient's legal counsel further reported patient underwent a hip revision procedure on an unknown side in (B)(6) 2010 due to patient allegations of pain, loss of range of motion and metallosis. Review of invoice history indicates the procedure on (B)(6) 2009 was a revision procedure and not an initial total hip arthroplasty. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. Additional information received in the revision operative report noted the left hip revision was due to pain and a loose acetabular cup. Operative report further noted the presence of metal staining of the tissue and no bony ingrowth to cup present. The modular head and acetabular cup were removed and replaced.